Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose. The customer blood glucose level was 52 mg/dl at the time of incident and the current blood glucose of the customer was 57 mg/dl. The customer stated the other blood glucose was 72 mg/dl, 79 mg/dl. Customer was not using auto mode. Customer does not allege pump was over delivering. Customer had using insulin pump system within 48 hours of reported low blood glucose event. Troubleshooting was performed. The insulin pump will not be returned for analysis.